Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that this case reports that during a tka surgery, the medial pinhole of the journey ii adapter guide was not extruded all the way through, as there was plastic all the way through it. Per email correspondence, the procedure completed with a change in surgical procedure, using standard instrumentation, and there was no patient injury reported. The device was disposed of , therefore cannot be returned for evaluation. No further clinical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include transit damage or a procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka the vis adpt guide kit jii medial pinhole was not extruded, all the way through there was plastic in it, so the surgeon could not fit the pin hole through it. The procedure was completed without delay using standard knee instruments. No patient injury or other complications were reported.